Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
In the bone & joint journal vol 100-b no. 8, "the exeter v40 cemented femoral component at a minimum 10 year follow-up: the first 540 cases," it was reported that a patient had a femoral periprosthetic fracture. Noted in the article: "patient had no fixed abode, and the nature and timescale of the injury was not clear as he did not attend routine appointments. When most recently reviewed, 13.9 years postoperatively, the vancouver type b fracture had united with a subsided but stable stem." The patient remains asymptomatic.